Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level went as high as 334 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they are pregnant and woke up vomiting. Customer advised when they changed out their insulin the battery cap was missing. Customer experienced diabetic ketoacidosis and was not wearing the insulin pump at the time of hospitalization. Customer was advised a replacement battery cap would be sent out.